Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular loss of capture was observed on current electrogram strips on the right ventricular lead. In clinic threshold measurements do not support the observation. It was noted that the loss of capture may be temporary and triggered by patient activity. The electrograms did indicate that the patient may have been moving during the electrogram. The lead remains in use and a new right ventricular pacing lead was subsequently added with the changeout of the device. No patient complications have been reported as a result of this event.